Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. 459878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy due to a discriminator feature rule. It was noted that the patient was in true ventricular tachycardia (vt) based on the electrograms (egm). The device remains in use. No further patient complications have been reported as a result of this event.